Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 600 mg/dl while wearing the pod, resulting in an admission to the intensive care unit (ICU). Leading up to the hospitalization, the patient "started her day out with a 600 bg" and administered a manual injection of insulin. Thereafter, she attended a scheduled appointment with her physician. Due to the elevation in her bg, the physician decided to admit her to the ICU at the hospital. Patient was treated with intravenous delivery of insulin via insulin drip. The patient has since been released home.